Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. The reported problem was not confirmed. No fault was found with the device regarding the customer problem. The cause of the reported problem could not be determined. The original manufacturing DHR is considered irrelevant because no fault was found.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus malfunctioned. During the pre-use check, the customer noticed spontaneous breath indicator did not respond even at -10chh2o. No patient injury.